Event description:
Customer complaints blood loss during the treatment. Blood flow rate - 180 ml/min, tmp - 75 mmhg. Blood loss was minimal. No patient harm and no medical intervention was necessary.

Manufacturer narrative:
Internal blood leak can occur due to damage the hollow fibre. No further info is expected for the specific event and the case is considered closed.